Manufacturer narrative:
Patient information was unavailable from the site. Event problem and evaluation: on (B)(6) 2016, a medtronic representative went to the site to test the equipment and found a cable grade failure mode. The mobile view station (mvs) interface cable assembly was returned to the manufacturer and an evaluation is in progress.

Event description:
A site representative reported that when the imaging system was being used during an electrode and probe placement procedure for a deep brain stimulation (dbs) case, a framerate error message occurred while trying to take a 2d or 3d spin. After re-booting, the imaging system stayed in standalone mode. The procedure had been delayed by less than an hour at this point; however, the issue was not resolved. The surgeon canceled the deep brain stimulation (dbs) case, and closed the patient¿s small incision. The dbs procedure was then re-scheduled and completed on a later date ((B)(6) 2016) using an alternate imaging system. No complications were reported.

Manufacturer narrative:
The interface cable was returned to the manufacturer for analysis. The interface cable passed bench 100t and gbit communications testing, as well as continuity testing. The tester installed the interface cable on a test imaging system and charging, communication between mobile view station (mvs) and image acquisition system (ias) computers, 2d and 3d imaging were successful. Image quality was also as expected. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
(B)(6).